Event description:
On (B)(6) 2013, it was confirmed that surgery took place that day due to end of service, per the implant card. The explanted device will be destroyed per hospital policy. No additional information has been provided.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has been fairly stable in terms of her seizure frequency, with approximately three to four seizures per month, most of which are generalized and nocturnal. However, the patient has noticed over the last few months that her seizure frequency has increased somewhat. Per the notes, the patient has been working with her neurologist on trying some new medications; however, he brought to her attention that the vns has not reached over 55,000 hours of service. Notes from the neurologist dated (B)(6) 2013 indicate that the last time the patient was seen, they decided to begin a transition in medication from dilantin to lacosamide. This was confirmed in notes from the previous visit, (B)(6) 2013, which indicate that the physician is changing the medication. The notes further state that the patient is exercising, working on home projects with her husband, pursuing a gluten free diet, and has cut off caffeine, all of which the patient believes have been instrumental in helping her feel better and improving her seizure control. The patient's medication was further changed on the (B)(6) 2013 visit, and the patient was scheduled for a consultation for a vns battery replacement. The notes state that the vns was interrogated at the last visit, but not this visit. Surgery is likely, but has not yet occurred. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Analysis of programming history.